Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. An investigation into the root cause of this incident is currently in progress. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. (B)(4).

Event description:
As reported (B)(6) 2014, a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC detaching from the extension let tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the MFR for eval as it was disposed of by the user.